Manufacturer narrative:
Corrected data: b5: lens opacity-asc (anterior subcapsular), reported in initial MDR is corrected to lens opacity-psc (posterior subcapsular). Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Date of event: unk. This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -6.0/+1.5/079 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6)2021. On (B)(6) 2021 the lens was explanted due to lens opacity-asc. Phaco-emulsification and iol implantation was performed. The surgeon reports this was an icl-induced cataract.